Event description:
The user facility reported the solopath broke during a aaa and fem fem procedure. Follow-up communication confirmed that: the iliac was tortuous and small; the solopath advanced great; when it was time to lay the gore graphs the iliac spasmed and the solopath became stuck; an attempt to pull back the solopath sheath was unsuccessful; an attempt to turn the solopath, re-inflated the device and then deflated it and removed the balloon, still no success; another attempt to turn the solopath 1/2 turn and pull back was without success; the physician then introduced an occlusion balloon into the iliac to get the solopath out; the physician put the balloon up and pulled very hard; during the attempt to pull the solopath broke in half; the physician had to control the bleeding and go in and retrieve the portion of the solopath in the iliac; physician had to repair the damaged iliac; and patient is reported "recovered and returned home."

Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.